Event description:
No additional information.

Manufacturer narrative:
Additional information: d.4. Device expiration date; UDI. H.4. Device manufacture date. Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the luer-lock at the end of the tubing set has a cap that is glued to the tubing and cannot be removed.